Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 7th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd pen needle, the device experienced foreign matter within the fluid path. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: according to the report from the animal owner, liquid was found in the barrel of unused products.